Event description:
A surgeon reports that following bilateral intraocular lens implant surgery, a pt reported mild negative dysphotopsia -temporal shadows and states his left eye vision " is like looking at the world through blinkers". The surgeon reports that the lens is well positioned and will monitor the pt over time to see if symtoms subside. No intervention is planned. Right eye: MDR # 1119421-2007-00240. Left eye: MDR # 1119421-2007-00241.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in this lot number. Add'l info was requested and received.